Event description:
Healthcare professional (hcp) reports a pt reaction to the psn membrane. Noted during use. Hcp reports nursing notes indicate reaction occurred on pt's 2nd exposure to the psn. The spouse of the home pt (hp) notified the hcp that the hp experienced a smothering sensation. The pt had experienced these same symptoms the treatment prior, and the hp had discontinued this treatment early. Hp was then contacted to review info received. Hp reported "feeling funny with chest pressure, like my lungs were going to bust." Symptoms experienced approximately 20-30 minutes into treatment. Hp stated they had experienced the same symptoms during previous treatments with the psn, but had always completed the treatments. Following this treatment, the hp reports they contacted the ER physician and was advised to take 2 benadryl (dose unknown) with symptoms improving. Hp had been switched to an alternate membrane and no further pt injury reported.